Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited mode switch due to noise oversensing. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.